Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error as well as display suddenly became white and it was too bright that he cannot even read what was on the screen. Customer was able to complete insulin pump rewind as well as able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.